Event description:
During the surgery, one of the stryker carbide match head/bur with ref of 5820-107-530c lot# 24193047 got broken and the tip of the bur got recovered but there are some fragments stayed in the body due to its microscopic size, surgeon did x-ray and he's aware of it and decided to close the surgical site because there's no way to remove it.